Event description:
Settings in the baxa abacus software version 2.0 allowed for an over delivery of calcium gluconate in the compounded tpn. The reported incident was discovered when peripheral intravenous sites experienced infiltration. Serum calcium levels were checked and found to be high. Dates of use: seven months in 2008. Event abated after use stopped or dose reduced: yes.